Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was not working. The physical therapist wanted to perform tens on the patient's shoulder and the patient indicated their ins had not been working and hasn't worked that good from the beginning. The hcp reported they were treating the patient for neck pain but believed the ins was for low back pain. No further complications were reported/anticipated.